Manufacturer narrative:
Inspected 8 opened/used enlite sensors and performed bicarbonate buffer test. 2 of 8 sensors failed for low readings, 6 remaining sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported the sensor became detached from the sensor cannula during an attempted insertion. The customer reported a change sensor alarm occurring on two of their sensor. Customer's blood glucose was 6.7 mmol/l. Customer reported the alert occurred after initialization. The customer agreed to return the sensor for analysis.